Event description:
On may 13, 2011, the reporter/pharmacist contacted lifescan from the (B)(6) on behalf of the patient alleging an unspecified issue with some one touch verio test strips. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved troubleshooting. New test strips were sent. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter alleged that some test strips had an unspecified issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510 (k) # is k093745.